Manufacturer narrative:
It was noted that product referenced in the questionnaire (B)(4) is not mfg by this company. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The territory manager (tm) checked the system. A service test procedure was performed and the system met spec. The reported event "lost vacuum during I/a" was not confirmed based on the functional testing conducted by the tm. There was no sample returned for eval, therefore, eval steps could not be taken to replicate or confirm the reported event, and the root cause is unk. (B)(4).

Event description:
A hosp rep reported that the unit lost vacuum during surgery. Add'l info provided via completed questionnaire indicates that the event occurred during the irrigation and aspiration (I&a) of the cortex. The case was completed at low vacuum, which took longer than usual. There was continuous instability during the case, but it was reported that there was no harm to the pt, and the intraocular lens (iol) was implanted.